Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a fenestrated bipolar forceps instrument fell inside the patient and was not retrieved. The procedure was completed robotically. In central processing, it was identified that the instrument's tips were not aligned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.35 mm offset at the tips. The grips were not found to have cracking damage.